Event description:
Customer reports back to back testing on the same meter while using the advantage sys with results of hi (greater than 600 mg/dl) and 157 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect prod and a replacement was sent.